Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The alarm led (light emitting diode) was found to be faulty. There was no patient involvement. The alarm led was found to have a trace brake to diode terminals resulting in led alarm failure display errors. The power switch overlay was replaced to resolve the issue.

Manufacturer narrative:
G4: 26jun2020 b4: (B)(6)2020. The power switch overlay was returned to failure investigation for analysis. Reported failure was confirmed. Poor trace to terminal connection on yellow power led (light emitting diode) on power switch overlay are determined to be root cause of reported power led failures. Additionally, the alarm led was found to have a trace brake to diode terminals resulting in led alarm failure display errors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.